Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The physician tried two different devices that had difficulty passing through the 8f sheath. The distal balloon of this trellis would not inflate. The physician used another trellis device through a different 8f sheath to remove the clot. Further investigation of the returned device on (B)(4), 2015 found that when the system was pressurized to 10atm and a pinhole leak was detected in the distal balloon. The leak was oval-shaped.